Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: please clarify, how the device ¿misfired". Did device not feed clips into the jaws? If it did feed clips, did it feed them sideways? Did clips not advance fully into the jaws? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? If other, please specify answer = the device misfired. After speaking with the surgeon, he states that the clips fired out in 2 different directions. A "criss-cross" pattern. After that incident the gun was then jammed and would not fire at all. After this incident, surgeon used another device from the same lot number and the exact same scenario happened.

Event description:
It was reported that the during a cholecystectomy procedure the device misfired. Case completed with like device with a different lot number. No patient harm.